Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 725 mg/dl. The customer was admitted to the hospital. Customer is currently in intensive care units. The customer's nurse was limited on time and she did not have a lot information on the customer.